Event description:
Event description guidant received information that this left ventricular lead had loss of capture and no sensing. The lead impedance was greater than 2500 ohms. An x-ray indicated a lead fracture.